Manufacturer narrative:
The complaint of no flow / can't prime / difficult to prime on item kl-va201u3 cannot be confirmed by investigation. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The device history review was reviewed and no non conformities were found that would have led the reported condition on the complaint. Additional information b5.

Event description:
The customer provided additional information stating they are not able to identify if the reported issue was originated from the manufacture process.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is not yet received. Additional contact information: (B)(6).

Event description:
The event involved a chemosafelock vial adapter which the customer reported that unspecified drug solution remains in device. The incident was noted after use on patient. There was patient involvement but no harm was reported as a consequence of this event.